Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked from an unspecified location. This occurred during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received and evaluated. A visual inspection was performed with the naked eye which revealed broken occluder feet. Functional tests were performed which included clear passage and clamp function tests with no issues noted. Functional leak testing was performed which revealed a leak due to the broken occluder feet. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.